Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with missing segments due to cracked lcd zebra connector. The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was programmed with test minilink and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No unexpected sensor errors testing. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported that there was a line going through the display of the customer's insulin pump. Customer's blood glucose level at the time 200mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.